Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion into the patient, no urine flow was observed from the foley catheter. Per additional information received on 08nov2024, it was reported that as soon as they changed to another foley, was able to confirm the flow of urine.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 drainage bag with an inlet tube, catheter, sample port connector, tes and syringe. Removed tamper evident seal to separate catheter from urine drainage bag and attempted to drain water through drainage funnel and water did not go through. Blockage point was found at funnel as drainage funnel was not extruded throughout the catheter. Also received 3 photo samples. First photo sample shows top view of catheter. Second photo sample shows end of catheter with deflated balloon. Third photo samples shows inflation cap. Based on the physical sample received the reported event is confirmed and does not meet specifications which states: "the flow rate minimum values (in a vertical straight position) through the drain lumen should be: 70 ml per min (fr 14)." No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion into the patient, no urine flow was observed from the foley catheter. Per additional information received on 08nov2024, it was reported that as soon as they changed to another foley, was able to confirm the flow of urine.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date: 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion into the patient, no urine flow was observed from the foley catheter. Per additional information received on 08nov2024, it was reported that as soon as they changed to another foley, was able to confirm the flow of urine.